Event description:
During the pump replacement procedure (see manufacturer¿s report # 3004209178-2015-09143), the catheter was found to be fractured at the spinal entry site. The spinal segment of the catheter was retained and connected to a new pump segment of catheter. The patient had no symptoms prior to the pump replacement procedure. The pump dose was reduced following the procedure. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient did not experience any symptoms and recovered without permanent impairment.

Event description:
Additional information reported the patient was discharged from the hospital with effective therapy at a lower dose than at pre-operation (see manufacturer's report # 3004209178-2015-09143). The patient would be seen for any additional dose changes during follow-up as needed.